Manufacturer narrative:
510k: this report is for an unknown plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent an open reduction internal fixation (orif) and hardware removal due to implants need to come out for staging and converted to the total hip procedure. The following devices were initially implanted on an unknown date; one (1) retrograde femoral nail, one (1) 5.0mm/60mm titanium locking screw, one (1) 5.0mm/28mm titanium locking screw, unknown dynamic hip and condylar screw system (dhs/dcs) plate, and one (1) dhs/dcs lag screw. Nothing was broken and there was no issue on the devices removed. The procedure was successfully completed without surgical delay. Patient outcome is unknown. This report is for one (1) plate. This is report 2 of 5 for (B)(4).